Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for investigation. A lot history record review was performed for the reported lot and there are no non-conformities which could have contributed to the reported failure mode. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the device was smoking excessively, it did not seal properly, there was excessive bleeding, and they had to open up the leg to cauterize the branch. The patient was given 2 units of blood due to bleeding; there was a hematoma. No other patient effects were reported. The product is returning.